Event description:
The customer stated that the architect stat troponin-I assay is generating high coefficient variation percentages (cv%). The customer stated that the package insert claims states that the lowest architect stat troponin-I assay value exhibiting 10% cv is 0.032 ng/ml and the customer is receiving 20% to 25% cv (ng/ml values not mentioned). There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.